Event description:
It was reported that the subject device had a disappeared image. The issue occurred during a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. And the reported failure was not confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: damage connector seal. Based on the results of the investigation, a probable root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the subject device had a disappeared image. The issue occurred, during a diagnostic procedure. There were no reports of patient harm.